Event description:
It was reported that a shaft break occurred. A 4.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use during treatment on a coronary artery disease, lesion was prepared, however was still calcified and with a high degree of vessel tortuosity. During the procedure, while advancing under pressure, the proximal shaft broke. The device was removed from patient, and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient was fully recovered after the procedure.